Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device experienced two syncopal episodes and was hospitalized. The patient advocate reported that an unspecified device anomaly was noted and programming changes were made to resolve the issue. No additional adverse patient effects were reported. This product remains implanted and in service.